Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: it is stated in event report "needle detached from the suture. This happened 5 times in a row." Were all 5 suture-needle devices/eaches with reported issue noticed during same single procedure/event report? Unk. Lot # for all the needle-suture devices with reported issue during the same procedure? Mg6520. Did the needles detach from suture during use on patient, while suturing? Yes if yes, total qty involved? 5 sutures involved . Did the needles detach from suture before use on patient? No. If yes, total qty involved? Na. Are the samples available to be returned for evaluation? Yes.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/03/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle. An unopened sample was returned for analysis. During the visual inspection of an unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was examined and no defects or needle pull were noted. A functional test was performed on the sample and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performed - pull off suture needle was found and the tested sample meet the finished goods requirements.